Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 08.520.120s, lot ds7003422: manufacturing site: selzach. Supplier: (B)(4) . Release to warehouse date: october 11, 2019. Expiry date: july 01, 2024. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process. H3, h6: a product investigation was completed: the complaint was reviewed and investigated by the supplier. Conclusion could not be reached due to limited data (not enough evidence available to verify the nature of the complaint. Investigation into the lamination process was performed. Temperature mapping was executed on the equipment; the pressure is calibrated annually, and the results were similar to previous temperature mappings. There were no issues during the manufacture of this product that would contribute to this complaint condition. The exact cause of failure could not be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device: unknown cutting instruments (part#unknown, lot#unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6). As follows: it was reported that on (B)(6) 2020, during an unknown procedure, the doctor cut the device with scissors and the product separated. Another device was used to successfully complete the procedure. This report is for one (1) synpor ti reinforced fan plate 0.8mm thick-sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11: corrected data: awareness date on follow up medwatch 1 reported as july 31, 2020 but should have been september 21, 2020. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.